Manufacturer narrative:
D10 concomitant product: tmp1515g, mesh tmp1515g progrip polyester 15x15cm (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post operative a prospective observational study on surgeries performed from january 2020 to june 2023 for patients with incisional hernia after midline laparotomy. A total of 28 patients had experience the following adverse events, seroma, superficial incisional infection and hematoma. Regarding the treatment of seromas and superficial incisional infections, most of them resolved with medical treatment and wound care. In six cases, it was necessary to remove skin staples and perform topical wound dressings, and in eight patients, negative pressure therapy was applied. No mesh had to be removed.